Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Event reported via medwatch # (B)(4). It was reported that during intra-aortic balloon (iab) therapy the console generated a check iab catheter alarm. The patient's line was checked and non-blood fluid was seen in the helium tubing. The helium tubing and console were switched out. The patient's vitals were stable with no signs of distress. Md to the bedside per report. Fellow and attending notified. At that time, the patient was just being monitored for any complications with the intent to potentially replace line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
Event reported via medwatch #(B)(4). It was reported that after 17 days of intra-aortic balloon (iab) therapy the console generated a check iab catheter alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient's line was checked and non-blood fluid was seen in the helium tubing. The helium tubing and console were switched out. The patient's vitals were stable with no signs of distress. Md to the bedside per report. Fellow and attending notified. At that time, the patient was just being monitored for any complications with the intent to potentially replace line. The iab was removed approximately 5 days later. There was no patient harm or adverse event reported.